Event description:
The event is reported as: device has rough square finish. Found upon incoming inspection. No pt involvement.

Manufacturer narrative:
The device was requested for evaluation. The device sample was not returned at the time of this report. If device becomes available, a follow-up report will be sent.